Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra clinical representative on 05/15/2019: 1. Describe event or problem. 2. Patient code 1.

Event description:
The patient was undergoing a coil embolization procedure using the penumbra smart coil (smart coil) system. During the procedure, the smart coil herniated into the parent vessel; therefore the physician removed the coil. The aneurysm then re-ruptured during the procedure, and the physician treated the patient by administering 50mg of protamine. It was reported that this serious adverse event was considered resolved on (B)(6) 2017. On 15-may-2019, additional information was received adjudicating that the adverse event was an intra-procedural aneurysm perforation, rather than an aneurysm re-rupture, with a possible relationship to the smart coil system and a definite relationship to the procedure. This event is considered resolved.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, the patient had an intra-procedural aneurysm rupture. It was reported that this serious adverse event was considered resolved on (B)(6) 2017.